Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 implantable tachy lead 2005 (B)(6); 419388 implantable pacing lead 2005 (B)(6); 406852 implantable pacing lead 2000 (B)(6). (B)(4).

Event description:
It was reported that during a device follow-up visit, the lead performance trend report pages would not display any lead impedance va lues. Review of the device data file revealed a power on reset (por) had occurred previously and was the cause of the trend reporting error. It was noted that the patient had received radiation therapy. The reset was cleared and the device remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. It was also noted that the lead impedance data was missing/invalid. A single bit parity error was recorded on (B)(6) 2013 at address 0c 31. The reset was not a full power on reset (por).

Event description:
It was further reported that once again, on a remote transmission, the lead impedance trends did not show values but stated data is invalid. Other atrial data was also missing, such as the thresholds and p-waves. It was noted that the patient had been undergoing radiation treatments. It was also suggested that the missing thresholds may be due to an episode of atrial fibrillation (af) rather than an issue with the device memory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.